Event description:
On (B)(6) 2009, the pt was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. On (B)(6) 2012, the pt presented to the hospital with hemoptysis and was intubated. A computed tomography revealed that the pt's aneurysm had shrunk and was reduced in size. It was reported that on (B)(6) 2012, blood was found in the pt's intra-tracheal tube. An emergent open surgery was performed but the pt died during the procedure. It was reported that an autopsy was performed and revealed that the cause of death was a ruptured aneurysm. It was reported that the rupture was due to a flare form the tag device that slipped under the calcified intimal layer of the aorta and punctured through the aortic wall. It was also reported that the flare and the outer wall of the aorta penetrated to the lung.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.